Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The device data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 1668 pulses. The needle mechanism was reset and fired properly during the investigation. No damages or defects were observed on the needle mechanism assembly that would result in a needle mechanism failure. Investigation found no defects or deficiencies that would signal a hazard alarm/alert/advisory. Data returned a 0xff error code, signaling no hazard alarm was generated.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to 423 mg/dl. The patient reports the pods cannula had failed to deploy upon initial activation. The patient reports receiving a hazard alarm during wear. As treatment, the patient administered a manual shot of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.